Manufacturer narrative:
Concomitant medical products: ddbb1d1 ICD, implanted: (B)(6) 2016. The initial reported event of high impedances was previously submitted via a remedial action exemption (rae) summary report. The manufacturer has voluntarily discontinued this rae, so supplemental information is being submitted via a 30 day report. If information is provided in the future, a supplemental report will be issued.

Event description:
It was reported that there was a warning triggered on the right ventricular (rv) lead for high pacing impedance. Reprogramming was performed. It was further reported that the lead continued to exhibit high impedances. The lead was reprogrammed, and was later capped and replaced. No patient complications have been reported as a result of this event.